Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnw0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that, during intraocular lens (iol) implantation surgery, when loading the iol, the surgeon did not notice any defect on the lens. However, after surgery the surgeon could see in the microscope that the iol was completely blurry, haze on the surface. Hence the lens was explanted and replaced with another lens during the same procedure. Patient harm was reported.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Intra ocular lens (iol) was completely blurry, haze on the surface, in/out the product was returned for analysis, and the reported complaint was observed. Carton serial number: (B)(6), iol case serial number: (B)(6).. Iol returned positioned incorrectly in the iol case. The lens is pressed against the lens case well posts. Solution is dried on the iol. One haptic is deformed, the other haptic is broken and adhered to the optic with solution. Sheen was observed on the returned lens. It was reported: "they just used the wagon wheel of the lens that they implanted after explanation to get a box for the explanted lens. So the correct sn is carton sn (B)(6)." The root cause is deemed to be manufacturing related. Complaints have been received describing that lenses were reported by doctors for the presence of a ¿polychromatic sheen¿ visible. The cause of ¿sheen¿ or ¿film-like¿ appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to disappear over time following implantation. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process, which is only visible under certain orientations and illumination settings. This resolves once the iol is delivered and exposed to body temperature over time. There are no adverse impacts or lasting effects on the iol or the patient. Based on the results of the product investigation and testing, it was confirmed there are no adverse events or clinical impact on vision associated with this finding. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).